Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of the tissue bag falling off the prongs as the tissue bag was not attached to the supports. The pawl, an internal component of the device, was deformed. Based on the event description and evaluation of the returned unit, it is likely that the reported event was caused by retraction of the actuator prior to full deployment of the tissue bag, resulting in the deformed pawl. Per the instructions for use (IFU), the user should, "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment."

Event description:
Type of procedure performed: laparoscopic appendectomy. "We experienced a defective product during dr. [Name]'s laparoscopic case on (B)(6) 2021. The [retrieval] bag was inserted, and the bag fell into the patient without the surgeon deploying it. The bag was retrieved and no harm was reported." Product is available for return. Additional information received via email on 07jul2021 from [name] "the procedure was a laparoscopic appendectomy." It is unknown if the tips of the prongs were exposed within the patient. It is unknown if there were any attempts made to advance the actuator. After the event occurred, "the bag was retrieved and another [retrieval bag] was opened and used." Patient status: no harm was reported type of intervention: the bag was retrieved and another [retrieval bag] was opened and used.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: laparoscopic appendectomy "we experienced a defective product during dr. [Name]'s laparoscopic case on 07/01/21. The [retrieval] bag was inserted, and the bag fell into the patient without the surgeon deploying it. The bag was retrieved and no harm was reported." Product is available for return. Additional information received via email on 07jul2021 from [name] "the procedure was a laparoscopic appendectomy." It is unknown if the tips of the prongs were exposed within the patient. It is unknown if there were any attempts made to advance the actuator. After the event occurred, "the bag was retrieved and another [retrieval bag] was opened and used." Patient status: no harm was reported. Type of intervention: the bag was retrieved and another [retrieval bag] was opened and used.